Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the stent appeared to be flared. The procedure was completed with another 2.25 x16 stent. No patient complications were reported.